Event description:
It was reported the pt has been experiencing her ipg turning off by itself. It was also reported the pt has been experiencing itching and pain at the ipg site. Allegedly, the ipg may have moved in the pocket. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.